Event description:
Procedure type: sils/cholecystectomy. Patient gender: unknown. According to the reporter: during the procedure, the inner seal broke and the broken pieces fell into the cavity. Could retrieved one, but could not find another operating time extended less than 30 min. There was no tissue damage. No patient injury was reported.